Event description:
It was initially reported that the patient experienced an overstimulation sensation. The patient was in the emergency room and the physician was unable to turn the implantable neurostimulator (ins) off as the patient's programmer was not working. Subsequently, the physician was able to turn the ins off. When he woke the patient up (pt appeared to be on heavy medications), the patient confirmed that the stimulation was off but still had the overstimulation sensation. The patient was going to follow up with his neurologist to check the ins system. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39286-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4). (B)(4).